Manufacturer narrative:
Multiple attempts have been made to follow up with customer. No further information provided. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: if starting from the home screen, tap options, tap load, tap fill tubing and then follow the instructions. Tap new if you installed a new cartridge. Tap fill if you did not install a new cartridge and want to continue with filling the tubing. The t:slim user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Device not returned

Event description:
It was reported that the customer went through a fill tubing with approximately 60 units remaining and the pump requested a new cartridge change. The customer attempt to fill tubing and the pump requested a minimum of 50 units. Tandem technical support (cts) stated that it is possible the customer selected a new cartridge to install during the fill process and the customer then received the 50 minimum message because there was less than 50 unit of insulin. The customer's blood glucose level was elevated due to not having additional supplies.